Event description:
At an unk date the pt was implanted with the gore excluder aaa endoprosthesis. In 2008, a CT showed a proximal type I endoleak as well as a type ii endoleak coming from multiple lumbar arteries and the ima. Multiple control CT images afterwards showed the type I and type ii endoleaks persisting with no change in aneurysm sac size. The following year, a reintervention occurred with the placement of an aortic extender component. The pt is reported to be doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg paperwork verified that the lot met all pre-release specifications. Images showed that the pt's aortic diameter just distal to the lowest renal artery to be 21.95 mm and the aortic diameter 15 mm distal to that to be 26.46 mm. According to the gore excluder aaa endoprosthesis instructions for use the pxt261416 that was implanted in the pt requires an aortic diameter range of 22-23 mm indicating that the device was undersized for the pt which may have contributed to the type I endoleak. Type ii endoleaks are a result of pt anatomy and are not indicative of device failure. Type ii endoleaks are anatomically induced by branch vessels such as lumbar arteries, inferior mesenteric arteries, etc. Available info does not indicate any evidence that the device contributed to the observed type ii endoleak. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.